Manufacturer narrative:
The reported event is unconfirmed- product met specifications. No root cause could be found because the reported event was unconfirmed. Photo: received two (2) photo samples. First photo sample showcase an isc box with label that shows pcn (50614), lot number (juju9019), expiration date (2029-06-28), and quantity in box (30). Second photo sample showcases two (2) iscs with no blue double-sided tape attached. Based on the photo samples received and the waiver issuance 03-2024-022, the product meets specifications. A review of the device history record was not necessary due to the reported event being unconfirmed. Labeling review is not required. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated there were a blue piece missing from the product in intermittent catheter. Customer discussed that the photo of this product had a green sleeve. Customer ordered 6 boxes and 5 were affected. Per customer follow up received via phone on 07dec2024 noticed wrapper was missing arrow before using of my understanding.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated there were a blue piece missing from the product in intermittent catheter. Customer discussed that the photo of this product had a green sleeve. Customer ordered 6 boxes and 5 were affected.